Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to try different charging methods, including using a different wall adapter and charging cable, but these attempts did not resolve the issue. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.